Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the pt was experiencing pain under the ipg site and the pocket incision was not completely healed. The physician opened the pocket and made the pocket deeper. The pt was reportedly doing well following the procedure.